Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the thumb ring was attached to an alliance ii handle and actuated several times. However, when the device was removed from the handle, the thumb ring broke. The procedure was completed with another unknown device. The account reported that the device was securely fastened to the alliance handle during testing and that resistance was encountered while removing the device from the handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient identifier, age and weight are unknown, however, patient over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the thumb ring was attached to an alliance ii handle and actuated several times. However, when the device was removed from the handle, the thumb ring broke. The procedure was completed with another unknown device. The account reported that the device was securely fastened to the alliance handle during testing and that resistance was encountered while removing the device from the handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found the thumb ring detached from the handle body. Thumb ring has evidence of incomplete ultrasonic weld. Additionally the energy directors on the device body show little melting from ultrasonic weld process. Lastly an area of stress in the coil sheath was found near the heat shrink. The condition of the returned incident device was consistent with the complaint; that the thumb ring broke. The most probable root cause is a supplier manufacture issue, since it appears the thumb ring was not fully seated in the handle body during the ultrasonic welding process resulting in an incomplete weld. (B)(4).